Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6) 2006. The surgery was performed with no complications. According to the complainant, post procedure, the patient began to complain of multiple symptoms, including but not limited to vaginal pressure and pain, vaginal bleeding and dyspareunia. The patient continues to experience pervasive vaginal discomfort. The dates of onset of the complications are unknown. All other information is unknown and reportedly unavailable.